Event description:
During a review of service documentation, it was found necessary to replace the power cord in a flogard infusion pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device did not meet baxter specifications upon service, thus repair was required. The power cord was replaced and returned to the customer. If additional relevant information is obtained, then a follow-up MDR will be submitted.